Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the one infusion set tube was leaking on site and patient also changes the insulin reservoir & infusion set. The blood glucose level was 210 mg/dl due to insulin pump. No further information available.